Event description:
It was reported a haptic of an aq2010v three piece silicone lens and was crimped when the sterile pouch was opened. No patient contact.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that both haptics were bent and there was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found within the work order. Conclusion-(no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined.